Event description:
Toothbrush head slowly slides off - oral-b [device breakage], emits a high squeaky noise, then the electric motor locks up - oral-b [device physical property issue], manufacturing issue - oral-b [manufacturing issue]. Case narrative: consumer via e-mail reported that their oral-b toothbrush head slowly slid off of the oral-b pro series 1 toothbrush and the oral-b pro series 1 toothbrush made a high squeak noise, and then the electric motor locked up. No injury was reported. 23-apr-2024 via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3791 pro 1 pro 1. The suspect product lot number was 3ca33641802. No injury was reported. 25-apr-2024 via digital safety assessment survey: the consumer is a 56 year old male. No injury was reported. 21-may-2024 via case update: the concomitant product lot number was y325. No injury was reported. 11-jun-2024 case update from information initially received on 21-may-2024: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
08-jul-2024 product investigation results: manufacturing issue was investigated. Corrective action is in place.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head slowly slides off - oral-b [device breakage] emits a high squeaky noise, then the electric motor locks up - oral-b [device physical property issue]. Case narrative: consumer via e-mail reported that their oral-b toothbrush head slowly slid off of the oral-b pro series 1 toothbrush and the oral-b pro series 1 toothbrush made a high squeak noise, and then the electric motor locked up. No injury was reported. 23-apr-2024 via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3791 pro 1 pro 1. The suspect product lot number was 3ca33641802. No injury was reported. 25-apr-2024 via digital safety assessment survey: the consumer is a 56 year old male. No injury was reported.